Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 25.0cm was returned for analysis. External insulation abrasion was noted at 8.0-9.1cm and 11.7-12.0cm from the connector pin, consistent with lead friction to the device can. The silicone insulation was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.